Manufacturer narrative:
The 510 (k) # is k093745. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs (B)(4) alleging inaccurate low readings on the patient's onetouch verio meter. The patient obtained a 199 mg/dl on an accucheck aviva meter and less than 30 minutes later tested on the verio meter and obtained a 34 mg/dl. The patient was in a hurry and did not want to further troubleshoot with the customer care advocate (cca). Product was replaced. The complaint is being reported since the difference between the two readings were greater than 30% or 30 mg/dl.